Manufacturer narrative:
Sc-2317-70 (sn: (B)(6). The returned lead was analyzed and all cables were fractured at the click site, about 23.5 centimeters from the distal end. With all the available information, boston scientific concludes that the contacts on patient's lead were out. The complaint was confirmed. When excessive mechanical or tensile force was exerted onto the lead, the lead got kinked after it exits the clik anchor resulting in the cable fractures, which caused the reported patient's experience.

Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that the contacts on patients lead were out. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that the contacts on patients lead were out. The patient underwent a lead replacement procedure and was doing well postoperatively.